Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The upper dynamic jaw is broken off at the base of the shaft. Optical examination discovered a quasi-brittle fracture, with river lines and morphology suggesting a lateral direction of fracture. The location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the upper portion of the pituitary mouth broke off. No patient complications were reported.

Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.